Manufacturer narrative:
E1: facility name: (B)(6). H3/h6: neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the used samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.

Event description:
It was reported that there was an epidural pose, and when purging the cadd administration set epidural tubing, they were unable to purge as the pump was alarming occlusion. Per reporter, attempted to purge manually but was unsuccessful. Tubing was change and purge was successful with the same pump. Change of tubing to allow local anaesthetic delivery.